Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and loose motion. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1g, every 48 hours, intraperitoneal, ongoing) and meropenem injection (1.5g, once daily, intraperitoneal, ongoing) for peritonitis. It was reported the patient recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.